Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: materials management. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The renal sheath was used when a peripheral sheath should have been used. The sheath snagged a stent due to the lack of hydrophilic coating, and it also sheared upon removal. The patient was fine, and the procedure was successful. Ther procedure was a pad case. Additional information was received on 17oct2025: the product sheered and broke at the proximal end about an inch down from where the sheath and dilator connect. Nothing was left in the patient. All pieces were able to be retrieved. Blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One 7fr destination guiding sheath was returned for product evaluation. The returned sample included the sheath. The sample was subjected to visual analysis. The sheath was observed to be separated approximate 1.5cm from the sheath hub. The sheath had signs of stretching and compression along the shaft. One 7fr destination guiding sheath was returned and was found to be separated. The complaint can be confirmed for sheath breakage. The exact root cause cannot be determined. The likely cause is the sheath caught unto a stent in the patient and broke. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).